Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (1,250 mcg/ml at 250.1 mcg/day) and bupivacaine (30,000 mcg/ml at 6,002 mcg/day) via an implantable pump. It was reported that the patient's pump had reached elective replacement indicator, but they had no obvious withdrawal/symptom return/pain and no pump alarm. During their replacement procedure, the catheter access port (cap) aspiration attempt returned no drug or cerebrospinal fluid (csf). Upon further dissection of the pump pocket, it was discovered that the pump segment of the 8780 catheters broke halfway between the pump connecter bell and collet. It was unknown if external factors were involved but the patient was morbidly obese with limited mobility. No other diagnostic or troubleshooting was performed. The entire pump segment of the 8780, the collet, and 2 cm of the spine segment were explanted. A new 8784 was implanted, trimmed, and connected to the existing spine segment with new collet. The cap was then able to be aspirated. The issue was resolved. The physician reduced the 24-hour dose of dilaudid and disabled the personal therapy manager in order to avoid potential overdose.